Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient contacted zoll customer support to report that he received a code 204 after changing the battery and powering up the system. The code did not subside after re-seating the monitor/belt connection. The patient was issued a replacement electrode belt.